Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that brown rust-like dirt had adhered near the opening of the air/water nozzle. It is likely that the metal part of the air/water nozzle was rusted due to the scope being stored without fully drying. Additionally, the facility uses strongly acidic electrolyzed water as a disinfectant, which may have also affected the event. However, since there is no abnormality in the user's reprocessing methods, the cause could not be identified. The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. Pre-cleaning information- there was no delay to the start of pre-cleaning which was done properly. Water and air was supplied to the air/water nozzle. Manual cleaning information- the accessories used for reprocessing were normal. The scope was submerged in cleaning solution. The air/water nozzle was wiped or brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle. They use a kaigen kd-1 washer. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported that angulation malfunction and boot protector scratch were noted with the evis lucera elite colonovideoscope. During a standard service inspection of the customer returned device, foreign object in the nozzle was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, angle knob is out of the normal state due to the elongation of the angle wire, water tightness is not maintained due to perforation of the forceps channel due to external factors, bending angle was insufficient due to the elongation of the angle wire, insertion tube was discolored due to handling, air/water nozzle clogging, foreign object in the nozzle, worn out u/d knob not keeping watertight, u/d knob corroded, and discoloration of the objective lens due to handling were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.